Event description:
The hcp explanted the pump and returned it to the manufacturer for analysis. No reason for the explant was given. A followup report will be sent when additional information is received.